Event description:
Event description guidant received information that this chronic ventricular implantable, atrial implantable and coronary sinus transvenous implantable lead were all explanted due to twiddler's syndrome. They were all found to be dislodged and exhibited increased pacing threshold measurements. A new ventricular implantable lead was implanted and exhibited noise and no measurable r waves. This lead was not used.